Event description:
Reportedly, an employee was placing a needle in a sharps container, and the needle became hung up on the top flap. The employee tried to bang the container so the needles would drop further into the container and at that time he was cut with a scalpel blade or a needle that was protruding through the container. The employee rec'd stitches to the inside palm and will now be starting a series tests (including hiv and hepatitis) and treatments. The employee will be placed on azt.